Manufacturer narrative:
Batch review performed on 26 april 2021: lot 183449: (B)(4) items manufactured and released on 25-july-2018. Expiration date: 2023-07-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Another devices involved: batch review performed on 26 april 2021: gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot 186201: (B)(4) items manufactured and released on 12-nov-2018. Expiration date: 2023-10-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot 187397: (B)(4) items manufactured and released on 30-oct-2018. Expiration date: 2023-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0511fl tibial insert fixed sphere flex size 5/11 mm l (k140826) lot 179666: (B)(4) items manufactured and released on 10-apr-2018. Expiration date: 2023-03-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
2 years 3 months after the primary the patient came in due to signs of an infection and the pathogen is escherichia coli. The surgeon performed a washout, removed all components, and implanted an antibiotic spacer. The surgery was completed successfully.